Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet issued an alert 35 (insulin occlusion) alarm during insulin pump therapy. The user contacted technical support, where troubleshooting was performed and insulin delivery was resumed. No hospitalization, treatment, or long-term health effects were reported.